Event description:
While attempting to defibrillate a patient in cardiac arrest, the device powered up without display. Complainant indicated that the clinician was able to obtain another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.